Event description:
It was reported that during an unknown procedure, leakage. No further information is available. Another device was used to complete procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.